Event description:
It was reported that the end of t-handle wrench, which accepts the check pins is damaged and will not allow the attachment of the check pin. Surgeon inserted check pins with a clamp and mallet.

Manufacturer narrative:
The device was used in treatment and it was reported that the end of t-handle wrench, which accepts the check pins is damaged and will not allow the attachment of the check pin. The part number was determined based on previous complaints and the chr review. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. DHR review based on the lot numbers released to distribution found that no conditions which could contribute to the reported event were identified. This information reasonably suggests that the device met the specifications when released to distribution. A complaint history found similar reports. After the IFU review, product labeling has been ruled out as a cause of the complaint. This is an identified failure mode within the risk assessment. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Therefore, the root cause could not be determined. A factor that could have contributed to the reported event includes abuse of the device or usage for other purpose than it was designed for. The root cause was established to be undetermined after investigation.